Event description:
It was reported that this right ventricular (rv) lead exhibited dropped in rv wave at 13 milli volts, impedance from 1100 ohms to 720 ohms and threshold were at 0.7 volts to 3.3 volts. Rv lead was suspected of perforation and echo did not show any signs of effusion. Additional information received which indicated that this rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (f10) in section f, for use by/importer and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited dropped in rv wave at 13 milli volts, impedance from 1100 ohms to 720 ohms and threshold were at 0.7 volts to 3.3 volts. Rv lead was suspected of perforation and echo did not show any signs of effusion. Additional information received which indicated that this rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.